Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported the software version of clinical app is 1.3.80. Patient weight is unknown. Only one contact out of range so the rep programmed around it and patient was fine. The cause of the high impedance is unknown. I have seen that anytime you ck the impedance of a restore unit on the tablet it is really slow. I don¿t know the cause of that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the rep was with a patient and they tested impedances. The tablet was showing all contacts were out of range, and the tablet was "finicky and slow". They then tried using an 8840 to test impedances, and only 1 contact was >10,000 ohms. Technical services reviewed to ensure they were checking impedances at the same voltage to get aligned impedances. Regarding the tablet being slow and finicky, technical services reviewed that wireless devices can be affected by interference. The rep reported there was nothing in the room and they were only 2 feet away from the patient. The rep did have another tablet and communicator, so the rep tried checking impedances with that but this time connected the communicator to the tablet using the cable. This resolved the reported issue. The values between the tablet and the programmer were consistent and only 1 contact was out of range. No symptoms were reported. No further complications were reported or anticipated.